Event description:
A us distributor returned a monitor and reported monitor was resetting at the first pulse.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (reset at first pulse) was due to the monitor resetting after delivering a first pulse during distributor functionality testing, causing q18, d7, and q2 to read low on the defibrillator pca board. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. There was no adverse event that resulted from the damaged monitor.